Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with a suspected low heart rate in the 30¿s. An interrogation revealed the right atrial (ra) lead had potential undersensing. The lead remains in use. No patient complications were reported as a result of this event.